Manufacturer narrative:
(B)(4). Lot 14h002 was manufactured august 4, 2014-august 5, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed a white particle floating in the fluid of the reservoir approximately 1.71mm in length. The particle was identified to be an acrylic material via ft-ir spectroscopy testing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have particulate matter in the bladder. The unit contained teicoplanin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.